Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9530m-03 univers revers trial broke. No further information was provided. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -one unpackaged ar-9530m-03, arthrex® univers revers¿, trial humeral insert 39 +3, batch 250164601, was received for investigation. -upon visual inspection, the two holes were damaged. The device has scratches on the surface and chips around the edges. -functional testing was not performed due to the damage to the device.. - the most likely cause of this failure is attributed to wear and tear damage incurred over repeated use during the insertion and/or removal process in the field. Manufacturing date 2017. -refer to investigation photos. -complaint allegation is confirmed.